Event description:
It was reported that this right ventricular (rv) lead showed a steady increase in pacing impedances and pacing thresholds. The pacing impedances became high, out of range, therefore a lead safety switch (lss) was triggered. After this lss, the impedance returned to normal values, however there was noise over sensing in unipolar sensing with more than two seconds pacing inhibition. At this time the rv lead was reprogrammed to unipolar pace and bipolar sense. The impedance behavior appears to be related to encapsulation/calcification around the tip. It was recommended to monitor for now as long as the unipolar measurements remain within normal limits. The rv lead remains in service at this time. No adverse patient effects were reported.